Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports that they were seen by a specialist that found lower anterior teeth are rotated and out of alignment and not moving. Orthodontist states that a composite engager needs to be placed to get proper movement. Current movement is inadequate.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.